Manufacturer narrative:
The device was returned to the manufacturer and has been analyzed as follows: normal usage was seen on the device center and device septa. No internal fracture plane damage was seen. The device did not leak when pressurizing the device or filling the reservoir. The device was patent upon flushing and approx 5 mls of clear, colorless, particle free fluid, which tested positive for blood was collected. The device flowed within original manufacturer flow rate specifications as received. The device flowed 89% of the expected flow rate after removing the device capillary tubing from the device inlet tube, and flowed 95% of the expected flow rate after removing approx 1" of the capillary tubing. Microscopic examination revealed that the capillary tube flow path was clear and open. Leak testing at 30 psi confirmed that the device leaked from the device center septum on the periphery at the 10 o'clocok position at a rate of 30 breakaway air bubbles per minute. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event for this device. However, the review of the DHR did reveal that this device was part of the manufacturer's december 13, 1991, device recall due to the potential for leakage from the device septum. Based on the information available and the results of the manufacturer's analysis, the complaint that "the device leaked from the device center septum. Based on the information available and the results of the manufacturer's analysis, the complaint that "the device leaked from the device center septum" has been confirmed. Corrective action concerning this event was taken through the manufacturer's december 13, 1991 device recall for the potential of leakage from the device septum. No furthere details are available. The manufacturer is now closing the file on this event.

Event description:
The device was implanted on 12/20/90, for infusion of morphine for treatment of pain. On 9/27/96, the facility's anesthesiologist informed the manufacture's sales rep that the device was refilled on 9/19/96. After the device was refilled the pt started to "act crazy". The physician suspected a device malfunction. On 9/20/96, the device was emptied with a return volume of only 30cc. A dye study was performed and revealed contrast coming out of the device center septum. The device was explanted and replaced on 9/27/96.